Event description:
It was reported that the patient presented for a follow-up feeling fatigued. The pulse generator was in backup vvi. In 2008, battery data was 2.60 v, 13 ua, and 9.6 k with 0.75 years estimated remaining longevity. The device was replaced.

Manufacturer narrative:
No medwatch form was received.